Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 37702, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 12-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had the eri (elective replacement indicator) screen. It was indicated that this was due to normal battery depletion. There was no dissatisfaction with the primary cell battery longevity. The patient was seen for a normal battery replacement as the eri was seen and the rep states that an electrode impedance check was done. When using reference 0, all contact pairs were greater than 10,000 ohms and when using reference 3, 0 and 1 showed greater than 10,000 ohms. No falls or trauma were reported. It was reported that the patient had been programmed with electrode 2, 3 and 4 and reported that they did not have any issues with these programs. No symptoms were reported. It was asked but was unknown when the event occurred. No further complications were reported/anticipated. On (B)(6) 2018, additional information was received from a manufacturer representative (rep) reporting that the impedance issues did not resolve following the normal battery replacement and impedances were the same. It was reported that the rep programmed around the issue. The patient's weight at the time of the event was unknown. When asked if the ins had been returned for analysis it was reported "no account took". It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.